Event description:
It was reported that a remote transmission revealed the patient received inappropriate therapy for supraventricular tachycardia with rapid ventricular response. Programming changes were recommended. Subsequently, non-sustained rv oversensing was observed due to functional undersensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.